Event description:
It was reported by the customer that a pyxis medstation es system drawer 6 not reading to close and keeps failed. The customer stated that there was a delay in dispensing workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the main full height legacy six failed to stay closed. A field service engineer replaced left and right slide rail to resolve this issue. The system functioned as intended after field service engineer troubleshooted the device.